Manufacturer narrative:
Evaluation of returned device revealed that the stainless steel cannula became detached from the device sleeving due to an inadequate bond. This is the first incidence of the stainless steel tip (cannula) becoming detached from tip of this device type. Root cause for the inadequate bond was due to lack of detail in the assembly procedure which led to a variation in assembler technique for application of the adhesive. The corrective action included revision of the procedure to detail the application of adhesive and assembler re-training to the revised procedure. Verification of effectiveness of training to be performed.

Event description:
The user facility in norway reported during a retinal procedure a piece of metal broke off and fell into the patient's eye. The incision was enlarged and particle was removed. The patient's recovery will be longer; however, final results are not available.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
The root cause of the incident was determined to be a variation in assembler technique due to lack of clarity in the assembly procedure. The procedure has been revised and retraining provided to prevent reoccurrence.

Manufacturer narrative:
Vendor evaluation completed: the cannula became detached due to insufficient adhesive, not breakage. The evaluation of the two additional pieces returned unopened form this lot revealed that the cannula was firmly affixed to the sleeve material. This is the first complaint of this nature for this device. There have been more than 4, 995 pieces of this device since distribution began in 2015. This is considered an isolated incidence. The review of the device history record for the lot revealed that is was manufactured using specified materials and that all assembly, inspection, and packaging steps were performed according to procedure by trained personnel.

Manufacturer narrative:
Evaluation completed. Two sealed and one opened bl5235 pouch from lot 08161825 were returned. The expiration dates on the labels is 2021-06-01. Visual inspection found the tip of the cannula has separated from the fiber optic cable. The vendor evaluation stated, the cannula became detached due to insufficient adhesive, not breakage. Evaluation of the two additional pieces returned unopened from this lot revealed that the cannula was firmly affixed to the sleeve material.

Manufacturer narrative:
Review of the device history record for the lot 08161825 revealed that is was manufactured using specified materials and that all assembly, inspection, and packaging steps were performed according to procedure by trained personnel. Inspection for adequate bonds and functionality prior to release and documentation reveals that this step was performed 100%. This is the first complaint of this nature for this device to be reported.

Event description:
The user facility in (B)(6) reported during a retinal procedure a piece of metal broke off and fell in to the patients eye. The incision was enlarged and particle was removed. The patient's recovery will be longer; however, final results are not available.